Manufacturer narrative:
The reported event of lead abrasion was not confirmed. As received, only the connector portion of the lead was returned in one piece. Final analysis found no anomalies on the lead with exception of damage consistent with that occurring at the time of the procedure.

Event description:
New information received notes that the patient's right ventricular lead and atrial lead were explanted. No further information was received.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08933. It was reported that the patient presented in clinic for a pulse generator upgrade procedure. During the procedure, it was found that patient anatomy prevented the placement of a left ventricular lead in the coronary sinus, and the patient's chronic atrial and right ventricular leads sustained external abrasions, allegedly from the original implant procedure. The physician repaired the right ventricular lead during the procedure. The atrial lead was also capped and replaced during the procedure on (B)(6)2020, and the physician electively placed an alternate right ventricular lead in the atrial port as a backup. The patient was stable.